Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness while being in an active sensor session. The patient did not remember was the continuous glucose monitor (cgm) reading was, or what the cgm device was displaying, and was not able to take a fingerstick. An ambulance was called by a neighbor. The patient received intravenous treatment. When a fingerstick was taken when the patient was unconscious, the blood glucose reading would have been 30 mg/dl. The patient was brought to the hospital. The patient had bruises, maybe from a fall, but also from a possible intravenous line, and the patient stated that it was probably that they gave her intravenous treatment. Fingerstick were taken at the hospital and at one point the blood glucose reading was 350 mg/dl. The patient experienced a headache at the hospital and kept telling the staff she needed ¿toujeo¿, but the hospital did not have this. The patient thinks that at one point she was given intravenous treatment with insulin. Not at one point was the cgm reading checked during the event, and when the patient had a magnetic resonance imaging (MRI), the sensor was not removed. The patient was discharged after spending 4 days at the hospital, and when she got home, she noted the sensor had failed, but the patient had no idea at what time during the event the sensor eventually failed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.